Event description:
It was reported that during an ablation procedure, the probe was firing at 100% power and blue pixels were noted throughout the second half of the ablation. They were noted as artifact and the ablation was continued. There were no patient complications reported in relation to this event. If additional information was received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.